Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd bbl¿ columbia agar plates with 5% sheep blood were contaminated. The following information was provided by the initial reporter: "contamination of agar plates."

Manufacturer narrative:
H6: investigation summary several plated media of lot 1243759 were found contaminated. Complaint history review: the complaint trend was reviewed for a period covering 12 months. The amount of registered complaints regarding contamination of lot 1243759 reached an internal action limit. A trend could be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies from validated production processes. However, qc release testing of one sublot for lot 1243759 showed subliminal contamination. The internal acceptance quality limit (aql) for sterility was not violated. Sample analysis: return samples were not provided by the customer. Picture samples, provided by the customer, show plates with visible microbial growth present. Retain samples of lot 1243759 were analyzed and showed no sign of contamination. Evaluation results: based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. In addition, a complaint trend for catalog number 254071 was identified. Therefore, an internal team was formed for investigation purposes. A definite root cause could not be identified. Investigation conclusion: aseptic manufacturing processes are unable to guarantee sterility of the product. Since a 100 % inspection is not possible for aseptic products, sterility testing carried out on the basis of a representative sample. Therefore, occasional contamination cannot be prevented. However, a trend was identified. A team was formed to improve internal processes and reduce the occurrence rate of subliminal contamination. Effectiveness checks indicate a significant improvement to the situation caused by the triggered actions. Bd will continue to monitor incoming complaints for similar defect types. H3 other text : see h10.

Event description:
It was reported that 5 bd bbl¿ columbia agar plates with 5% sheep blood were contaminated. The following information was provided by the initial reporter: "contamination of agar plates."